Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on (B)(6) 2018 indicated on (B)(6) 2011 the patient underwent implantation of a synchromed ii device (pump) implanted in their abdomen and intrathecal catheter to administer pain into the intrathecal space of the patient's lumbar spine. The device was used to treat intractable pain associated with their diagnosed lumbar post-laminectomy syndrome. The synchromed ii device implanted in the patient's body was intended to deliver a programmed amount of pain medication into their spine, reducing or eliminating the need for oral medications. The patient sustained personal/serious injuries from their malfunctioning and defective synchromed ii pump. It was noted that the patient suffered severe and permanent injuries and hospitalization as a foreseeable, direct, and proximate result of defects in their synchromed ii programmable implantable infusion pump system for intrathecal drug delivery that was implanted in their abdomen. It was noted that the manufacturer had a violation which caused the defects and malfunctions in the patient's synchromed ii device, which caused the patient's injuries and damages alleged. It was noted the patient suffered and will continue to suffer damages, including lost wages and benefits, diminished wages and future earnings, mental anxiety and anguish, loss of self-esteem, and medical bills. It was noted that the patient used their device for its intended purpose, which was intrathecal delivery for opioid medication for pain/ used the device as intended. The synchromed ii device implanted in the patient's abdomen failed and required revision and removal surgeries. The patient suffered an injury due to their non- conforming, adulterated, and defective synchromed ii device. It was noted that the patient's device was manufactured out of specification, was non-conforming, adulterated, and had the propensity for failure and malfunction and did fail and malfunction. The patient's non-conforming device failed to deliver medication into the patient's intrathecal space at the programmed rate, causing severe pain and suffering which continues through present day and will continue into the future, a surgery to explant their defective device, extensive hospitalization and medical procedures, and other damages. There was problems and defects associated with the patient's device. It was noted to be manufactured out of specification and was misbranded and adulterated. It was noted the device implanted in the patient failed to perform its essential purpose, which was to deliver programmed pain medication into their intrathecal space/failed to deliver medication to the patient according to the programmed rate. It was noted to be used for the patient's muscle spasticity. The device failed to perform as represented and, in fact, was unsafe. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.